Manufacturer narrative:
(B)(6). Exact patient weight (B)(6). Date of event: unknown. (B)(4). Manufacturing location: (B)(4). Manufacturing date: november 05, 2015. Expiration date: september 30, 2025. Part 04.037.263s, lo 9934760 (sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent implant of a trochanteric fixation nail due to a grade I open subtrochanteric fracture on (B)(6) 2016, exact date is unknown. The patient underwent revision surgery on (B)(6) 2016 secondary to a break in the nail at the junction where the nail meets the helical blade. It was also discovered that the patient had delayed healing. The procedure was completed successfully, no further patient harm was reported. No additional information was available. Concomitant device reported: helical blade- part and lot number are unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Updated unknown concomitant screws to known concomitant screws a product investigation was completed: three devices were received for investigation. The tfna nail (part 04.037.158, lot 9944888) was broken into two pieces at the proximal locking hole. It does not appear that all the fragments of the nail were returned. Per the complaint description, the patient had delayed healing. This means that the nail was likely the primary load bearing device. Under these conditions it is likely that the nail broke due to fatigue from cyclic loading, but the exact cause could not be determined. The locking mechanism of the nail is also severely bent and mangled. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The two concomitant 5.0mm ti locking screws (part 04.005.530 and 04.005.532, lots unknown) were also returned with no complaint against them. No issues were found with these devices and no further investigation is required. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: two 5.0mm ti locking screws (part 04.005.530 and 04.005.532, lots unknown)

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: distal locking screws (part unknown, lot unknown, quantity 2).